Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
Bd microtainer® tubes with k2e (k2edta).